Event description:
Caller reported an issue with an incorrect time setting on their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised monitoring for any future discrepancies. Caller understood the guidance provided.